Event description:
It was reported that when performing the stapling of the low rectum lower than the tumor lesion, the stapler locked. The jaws were closed but could not be reopened. It was necessary to cut the part below where the stapler was located and we were only able to open it with a lot of effort already with the blade out of the field.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested, and the following was obtained: this complaint was received directly from the brazilian health authority (anvisa) through an anonymous report, so the customer is unknown. Therefore, at the moment no further information can be obtained beyond what is available in the complaint file. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.